Event description:
The customer reported via phone indicating that the insulin pump alarm no delivery. Customer's blood glucose was uknown mg/dl. The customer reported the alarm was resolved by a infusion set change. Customer was advised to call when the alarm occurs in order to troushoot. The customer was advised that we would replaced sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.